Event description:
Healthcare professional reported left side ¿seroma and capsulotomies¿, and ¿double capsule." The device has been explanted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, yellow particles on the surface of the shell. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: seroma.